Event description:
The customer stated that her meter was reading 6.8. The meter was reading in mmol/l. The customer was able to reset the meter to mg/dl with assitance. The customer did not allege any adverse events due to the mmol/l readings. The customer was satisfied and no product will be returned for evaluation.